Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: where was the area of staple line failure? Mesentery. What was the appearance of the malformed staples (legs open, irregular shape)? Did not fire properly. Did the patient require a blood transfusion? No. Was the patient on anti-coagulation therapy? No. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? Endo clip. Was the instrument fired across or near an existing staple line or clip? No. If an unexpected noise was heard, when was it heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. How was the case completed? Endo clip.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good visual condition and with no reload present in the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, the device was loaded with a white load and the device did not fire the staple properly causing the artery to bleed; an endo-clip was placed to stop the bleeding. It is unknown how the case was completed. No patient consequences were reported.